Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Retrospective data file review conducted on 11-jan-2024 revealed a motor start event with parameters outside of the typical range. This ventricular assist device (vad) is not in a subgroup population for delay or failure to restart and remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. No performance allegations were made against the device; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. Review of the motor start reports revealed motor start events recorded on (B)(6) 2016 at 07:51:00, on (B)(6) 2017 at 08:32:00, on (B)(6) 2017 at 08:33:00, on (B)(6) 2017 at 10:10:00, on (B)(6) /2017 at 09:59:00, on (B)(6) 2018 at 14:30:00, on (B)(6) 2018 at 08:50:00, on (B)(6) 2017 at 07:50:00, on 03/jul/2018 at 08:07:00, on (B)(6) 2019 at 07:58:00, on (B)(6) 2019 at 09:28:00, on (B)(6) 2019 at 07:53:00, on (B)(6) 2019 at 09:00:00, on (B)(6) 2019 at 09:25:00, on (B)(6) 2019 at 07:53:00, on (B)(6) 2019 at 18:32:00, on (B)(6) 2019 at 07:54:00, on (B)(6) 2019 at 09:16:00, on (B)(6) 2020 at 07:41:00, on (B)(6) 2020 at 13:00:00, and on (B)(6) 2021 at 13:54:00, in which the motor start parameters were atypical. As a result, the finding was confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of log files data revealed additional motor start events with starting parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Updated field: b5. Desc evt problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion and revision of the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains implanted. No performance allegations were made against the device; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the motor start reports and controller log files revealed motor start events, recorded on (B)(6) 2016 at 07:51:00, on (B)(6) 2017 at 08:32:00, on (B)(6) 2017 at 08:33:00, on (B)(6) 2017 at 10:10:00, on (B)(6) 2017 at 09:59:00, on (B)(6) 2018 at 14:30:00, on (B)(6) 2018 at 08:50:00, on (B)(6) 2017 at 07:50:00, on (B)(6) 2018 at 08:07:00, on (B)(6) 2019 at 07:58:00, on (B)(6) 2019 at 09:28:00, on (B)(6) 2019 at 07:53:00, on (B)(6) 2019 at 09:00:00, on (B)(6) 2019 at 09:25:00, on (B)(6) 2019 at 07:53:00, on (B)(6) 2019 at 18:32:00, on (B)(6) 2019 at 07:54:00, on (B)(6) 2019 at 09:16:00, on (B)(6) 2020 at 07:41:00, on (B)(6) 2020 at 13:00:18, on (B)(6) 2021 at 13:54:38, on (B)(6) 2022 at 13:28:31, on (B)(6) 2023 at 14:11:08, on (B)(6) 2023 at 18:52:03, on (B)(6) 2024 at 12:17:08, at 15:23:32, and at 15:29:25, and on (B)(6) 2024 at 22:01:27, in which the motor start parameters were atypical. As a result, the atypical motor start parameters finding was confirmed. Of note, it was reported that several of the motor start events occurred while the controller was connected to a motor fixture prior to being put in use. Additionally, review of the alarm log file revealed two (2) vad disconnect alarms logged on (B)(6) 2024 at 15:22:29 and at 15:23:14, indicating that the controller was powered on without the driveline connected during a controller exchange. Further review of the alarm log file revealed thirteen (13) low flow alarms logged on (B)(6) 2025. The vad disconnect alarms and low flow alarms are additional findings unrelated to the reported event. Based on the risk documentation, possible causes of the observed low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to the controller being powered on without the driveline connected during a controller exchange. Based on risk documentation and the available information, the most likely root cause of the atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup and/or the reported use of the controller with a motor fixture. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.